Manufacturer narrative:
Initial reporter state: (B)(6). (B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a tria ureteral stent was opened for use in a dj exchange procedure performed on (B)(6) 2020. According to the complainant, after unpacking, it was noticed that a foreign matter that seemed to be hair was found inside the package. The device was not used. The procedure was successfully completed with another tria ureteral stent. There were no patient complications reported as a result of this event. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.